Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00001575 number, and no internal action related to the complaint was found during the review. Based on the mre, h 4. Device manufacture date was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 02-jun-2022, it was noted that the medical device problem code of material separation (a0413) was incorrectly assigned. Therefore, this code has been removed.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and issues with air embolism and hemostatic valve separation occurred. During sound merge, air was noted to have remained near the pulmonary artery (pa) valve. The position of the air was depicted in sound and recorded in contour. Vizigo used as a sample was approached and suctioned while looking at carto 3's sound map. Vizigo sucked air and the procedure was continued. No particular problems have occurred since then. The physician commented that negative pressure was felt during air suction and did not think that it was related to vizigo. The cause of the air was unknown. The physician did not indicate any issue with the smarttouch catheter. However, intracardiac air instillation was confirmed when the smarttouch catheter was inserted into the cardiac. The physician cannot confirm the cause of air infusion. The physician did not provide a causality opinion for the cause of the adverse event. It was confirmed by ultrasonography by soundstar during the sound merge. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air entered the patient¿s body which was aspirated with vizigo. Additional percutaneous intervention was not required. There was no blood return.